Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en- y procedure, the needle fell out of jaws during the third pass through tissue. The needle fell into the patient cavity but was retrieved. A new device and reload were used to finish the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account with the appropriate display box and blister package in an undamaged condition and one unknown suture. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The subject needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted one each needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Some plastic shearing of the toggle switch after further visual inspection was noted. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.